Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue. He traced the fault back to a defective compressor. The device will be replaced with a new one. The root cause of the reported event is a hole in the evaporator due to degradation which led the water entering the refrigeration cycle causing compressor damage. The compressor failure leads to an increase of the leakage current of the device and as a consequence the circuit breaker was tripped. Based on findings, a hole of the evaporator can be generated due to stirrer flow in the tank. A new stirrer mechanism design has been implemented.

Event description:
Livanova (B)(4) received a report that the fuse was blown in the operating theatre when a heater-cooler system 3t was powered on before the procedure. There was no report of patient/user injury.